Manufacturer narrative:
Lead model 3889 lot # v794133 implanted: (B)(6) 2011 explanted: unk patient programmer model 3037 serial # (B)(4) implanted: na explanted: na.

Event description:
It was reported that the system was eroding through the skin. The healthcare provider was explanting the entire system (implantable neurostimulator and lead). Later, additional information received reported that the cause of the event was that the incision site where the lead was placed had opened and the wire was exposed. The lead and stimulator were both explanted. The system was removed and the patient appeared to be recovering normally from the procedure.